Event description:
Consumer heard a pop while sitting on device then was allegedly on the floor. No injury alleged.

Manufacturer narrative:
The consumer is a (B)(6) male whose height and weight are unknown. The consumers preexisting medical condition consists of osteoarthritis along with dizziness/unbalance. The consumers medication regimen is unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.